Event description:
During the procedure, a disc read error was noted and the system froze. The system was rebooted with no resolution and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One ep-workmate claris computer was received for evaluation. Visual inspection revealed the input/output connectors had no physical damage. Normal wear was observed on the exterior enclosure. The computer was powered on and a disk error message was displayed. Computer system hardware diagnostic testing was performed and it revealed that the system did not pass the raid volume, random and firmware tests. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The root cause of the reported event was isolated to a non-functional hard drive.